Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a cartridge and infusion set reportedly free of leaks and without delivery-stopping alarms; the user confirmed the high with a fingerstick, chose to treat with outside insulin injections, and was advised to pause and disconnect from the device temporarily. Symptoms included elevated blood glucose without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included transient impact on health status due to high glucose. Investigation included troubleshooting and education with review of device status and guidance on pausing insulin delivery. Investigation of this case revealed no device malfunction identified and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.